Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease from (B)(6) 2013 to (B)(6) 2013, asthma from (B)(6) 2010 to (B)(6) 2018, uterine myoma, hemorrhagic cyst, chlamydial infection, trichomoniasis, congenital urethral anomaly, bacterial vaginosis, vaginal yeast infection, allergy to vaccine, hypochromic microcytic anemia, hiatus hernia, esophagitis, gastric erosions, esophageal polyp, polyphagia, tenderness, ovarian cyst, metrorrhagia, paratubal cyst and nabothian cyst. Concurrent conditions included abdominal pain since (B)(6) 2012, menses irregular, dysfunctional uterine bleeding, suprapubic pain, ache, low back pain, blood in stool, luteinizing unruptured follicle syndrome, rectal bleeding, morbid obesity, vaginal odor, pruritus, bed bugs, vaginal irritation, night sweat, unintentional weight gain, hirsutism, hot flashes, dandruff, yeast vaginitis, vulvovaginal candida, fatigue, stress, sleep disturbance, iron deficiency, burning feeling vagina and vaginal itching. Concomitant products included salbutamol (albuterol) from (B)(6) 2010 to (B)(6) 2018 for asthma, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception, omeprazole from (B)(6) 2013 to (B)(6) 2013 for crohn's disease as well as amoxicillin from (B)(6) 2016 to (B)(6) 2017, azathioprine from (B)(6) 2015 to (B)(6) 2018, azithromycin from (B)(6) 2016 to (B)(6) 2018, cyclobenzaprine from (B)(6) 2013 to (B)(6) 2017, diclofenac from(B)(6) 2017 to(B)(6) 2017, docusate from (B)(6) 2017 to (B)(6) 2018, guaifenesin from (B)(6) 2016 to(B)(6) 2017, hydroxyzine from (B)(6) 2014 to(B)(6) 2014, methylprednisolone from(B)(6) 2016 to (B)(6) 2018, metronidazole from (B)(6) 2012 to (B)(6) 2018, naproxen from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, paroxetine since 2008, prednisone from (B)(6) 2011 to(B)(6) 2016, promethazine from (B)(6) 2013 to (B)(6) 2014, ranitidine from(B)(6) 2011 to (B)(6) and tramadol from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression psych injury related to essure") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and rash ("rashes or skin conditions type: rash in pubic area"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia") and skin disorder ("rash/skin condition"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, rash, abdominal pain, back pain, anaemia and skin disorder had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain , abdominal pain , dysmenorrhea, back pain, menorrhagia, anemia , rash, skin condition, vaginal infect. Vaginal discharge. Discrepancy noted for essure insertion date(B)(6) 2012 & (B)(6) 2012. Discrepancy noted for essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression: a singular radio dense gallstone is identified in the gallbladder neck without evidence of acute cholecystitis or additional radiodense stones. Of note, ultrasound is more sensitive for radiolucent. Gallstones. 1. 2. Prominent left ovarian follicle. Bilateral tubal occlusion devices. (1) fibrocystic changes are noted bilaterally, (2) breasts are not abnormally dense. (3) no evidence of abnormal mass to confirm neoplasm is seen. (4) bi-rads category 1 - (negative mammogram) .. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Imaging procedure - on an unknown date: unknown.. Ultrasound pelvis - on (B)(6) 2013: (1) essure devices are seen in place . (2) 2.0 cm. Myoma is noted involving the posterior aspect of the uterus. (3) 1.9 cm. Hemorrhagic cyst, right ovary.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: cramping, menorrhagia, depression, vaginal discharge, rash, anxiety, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2020: pif received. Outcome for previously reported event abnormal bleeding (vaginal) was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease from (B)(6)-2013 to(B)(6)2013, asthma from (B)(6) to(B)(6)2018, uterine myoma, hemorrhagic cyst, chlamydial infection, trichomoniasis, congenital urethral anomaly, bacterial vaginosis, vaginal yeast infection, allergy to vaccine, hypochromic microcytic anemia, hiatus hernia, esophagitis, gastric erosions, esophageal polyp, polyphagia, tenderness, ovarian cyst, metrorrhagia, paratubal cyst and nabothian cyst. Concurrent conditions included abdominal pain since (B)(6)2012, menses irregular, dysfunctional uterine bleeding, suprapubic pain, ache, low back pain, blood in stool, luteinizing unruptured follicle syndrome, rectal bleeding, morbid obesity, vaginal odor, pruritus, bed bugs, vaginal irritation, night sweat, unintentional weight gain, hirsutism, hot flashes, dandruff, yeast vaginitis, vulvovaginal candida, fatigue, stress, sleep disturbance, iron deficiency, burning feeling vagina and vaginal itching. Concomitant products included salbutamol (albuterol) since 2010 for asthma, medroxyprogesterone acetate (depo provera) from (B)(6)2012 to (B)(6)2012 for contraception, omeprazole from (B)(6)2013 to (B)(6)2013 for crohn's disease as well as amoxicillin from (B)(6)2016 to (B)(6)2017, azathioprine from(B)(6)2015 to (B)(6)2018, azithromycin from (B)(6)2016 to(B)(6)2018, cyclobenzaprine from (B)(6)2013 to (B)(6)-2017, diclofenac from (B)(6)2017 to (B)(6)2017, docusate from (B)(6)2017 to (B)(6)2018, guaifenesin from (B)(6)2016 to (B)(6) 2017, hydroxyzine from (B)(6)2014 to(B)(6)2014, methylprednisolone from (B)(6)2016 to(B)(6) 2018, metronidazole from (B)(6)2012 to (B)(6)2018, naproxen from (B)(6)2017 to (B)(6)2018, nsaids since (B)(6)2012, paracetamol (acetaminophen) since (B)(6)2012, paroxetine since 2008, prednisone from (B)(6)2011 to (B)(6)2016, promethazine from (B)(6)2013 to (B)(6)2014, ranitidine from (B)(6)2011 to (B)(6)2014 and tramadol from (B)(6)2015 to (B)(6)2018. In (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and rash ("rashes or skin conditions type: rash in pubic area"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, rash, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2014: impression: a singular radio dense gallstone is identified in the gallbladder neck without evidence of acute cholecystitis or additional radiodense stones. Of note, ultrasound is more sensitive for radiolucent gallstones. 1. 2. Prominent left ovarian follicle. Bilateral tubal occlusion devices. (1) fibrocystic changes are noted bilaterally, (2) breasts are not abnor.mally dense. (3) no evidence of abnor.mal mass to confir.m neoplasm is seen. (4) bi-rads category 1 - (negative mammogram) .. Hysterosalpingogram - on (B)(6)2012: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6)2013: (1) essure devices are seen in place . (2) 2.0 cm. Myoma is noted involving the posterior aspect of the uterus. (3) 1.9 cm. Hemorrhagic cyst, right ovary.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: cramping, menorrhagia, depression, vaginal discharge, rash, anxiety, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received: previously reported events were pelvic pain, dysmenorrhea and menorrhagia. New events added: abnormal bleeding (vaginal), vaginal infection, depression, mental anguish, rash pubic area, vaginal discharge. Event onset date, event outcome were added. Reporter information were updated, concomitant drugs, patient history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease from (B)(6) 2013 to (B)(6) 2013, asthma from 2010 to (B)(6) 2018, uterine myoma, hemorrhagic cyst, chlamydial infection, trichomoniasis, congenital urethral anomaly, bacterial vaginosis, vaginal yeast infection, allergy to vaccine, hypochromic microcytic anemia, hiatus hernia, esophagitis, gastric erosions, esophageal polyp, polyphagia, tenderness, ovarian cyst, metrorrhagia, paratubal cyst and nabothian cyst. Concurrent conditions included abdominal pain since (B)(6) 2012, menses irregular, dysfunctional uterine bleeding, suprapubic pain, ache, low back pain, blood in stool, luteinizing unruptured follicle syndrome, rectal bleeding, morbid obesity, vaginal odor, pruritus, bed bugs, vaginal irritation, night sweat, unintentional weight gain, hirsutism, hot flashes, dandruff, yeast vaginitis, vulvovaginal candida, fatigue, stress, sleep disturbance, iron deficiency, burning feeling vagina and vaginal itching. Concomitant products included salbutamol (albuterol) since 2010 for asthma, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception, omeprazole from (B)(6) 2013 to (B)(6) 2013 for crohn's disease as well as amoxicillin from (B)(6) 2016 to (B)(6) 2017, azathioprine from (B)(6) 2015 to (B)(6) 2018, azithromycin from (B)(6) 2016 to (B)(6) 2018, cyclobenzaprine from (B)(6) 2013 to (B)(6) 2017, diclofenac from (B)(6) 2017 to (B)(6) 2017, docusate from (B)(6) 2017 to (B)(6) 2018, guaifenesin from (B)(6) 2016 to (B)(6) 2017, hydroxyzine from (B)(6) 2014 to (B)(6) 2014, methylprednisolone from (B)(6) 2016 to (B)(6) 2018, metronidazole from (B)(6) 2012 to (B)(6) 2018, naproxen from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, paroxetine since 2008, prednisone from (B)(6) 2011 to (B)(6) 2016, promethazine from (B)(6) 2013 to (B)(6) 2014, ranitidine from (B)(6) 2011 to (B)(6) 2014 and tramadol from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and rash ("rashes or skin conditions type: rash in pubic area"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression psych injury related to essure"), anxiety ("psychological or psychiatric problems condition:mental anguish"), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia") and skin disorder ("rash/skin condition"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, rash, abdominal pain, back pain, anaemia and skin disorder had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain , abdominal pain , dysmenorrhea, back pain, menorrhagia, anemia , rash, skin condition, vaginal infect. Vaginal discharge. Discrepancy noted for essure insertion date:- (B)(6) 2012& (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression: a singular radio dense gallstone is identified in the gallbladder neck without evidence of acute cholecystitis or additional radiodense stones. Of note, ultrasound is more sensitive for radiolucent gallstones. 1. 2. Prominent left ovarian follicle. Bilateral tubal occlusion devices. (1) fibrocystic changes are noted bilaterally, (2) breasts are not abnor.mally dense. (3) no evidence of abnor.mal mass to confir.m neoplasm is seen. (4) bi-rads category 1 - (negative mammogram) .. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Imaging procedure - on an unknown date: unknown.. Ultrasound pelvis - on (B)(6) 2013: (1) essure devices are seen in place . (2) 2.0 cm. Myoma is noted involving the posterior aspect of the uterus. (3) 1.9 cm. Hemorrhagic cyst, right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: cramping, menorrhagia, depression, vaginal discharge, rash, anxiety, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated. Events: abdominal pain , anemia ,back pain, skin disorder nos. Event verbatim were updated:abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding).event outcome were updated to recovered: pelvic pain , abdominal pain , dysmenorrhea, back pain, menorrhagia, anemia , rash, skin condition, vaginal infect. Vaginal discharge. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.